Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's doctor reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 465 mg/dl. The customer was experiencing symptoms of nausea. The customer's doctor that there was a emergency room visit for high blood glucose. Customer's blood glucose at time of emergency room visit was 465 mg/dl. The customer cause of emergency room visit was diabetic ketoacidosis. The customer is currently in intensive care unit on a drip. Customer was wearing the pump at the time of emergency room visit. The doctor said will call back with patient to find out details of bolus delivery and no delivery alarms received.